Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact and all the buttons were responsive to user presses. The keypad was removed and there was no contamination found under the key contacts. The pump was opened and the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture ingress. Unrelated to the original complaint, it was observed that the audio bolus button cover was damaged but responsive during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and contrast keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.